Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, stress marks, wear abrasion and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a pattern of crease sharp on radius side of opening shell assessed as fold flaw opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.